Manufacturer narrative:
Medical director of clinical innovations, spoke with the risk mgr regarding this event. There were 12-14 popoffs associated with the delivery which is contrary to our guidelines. The baby suffered an anoxic event making the baby a bad candidate for vacumm in the first place and probably should have undergone a cesarean section in the first place. The risk mgr agreed this was a case of user-error and had nothing to do with the device itself. There is no evidence that the kiwi vacuum device malfunctioned in any way.